Event description:
It was reported to boston scientific corporation in 2008, that an endovive safety peg kit device was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed six days prior. According to the complainant, the insertion wire was not in the package during the procedure. The procedure was completed with another endovive safety peg kit device. No patient compilations were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.